Event description:
Additional information received from the consumer reported that the patient was on program 2 and since the last time they called was still having some leakage. The patient increased stimulation to 3.1v and felt stimulation. The patient started on program 1, but that was too painful and they switched to program 2. The nurse in the health care provider's (hcp's office programmed the implantable neurostimulator (ins) for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient had a post- op appointment on 2015 (B)(6) and they stated that there were no problems noted. Additional information received by the patient also reported that the patient wanted to be able to use her patient programmer properly so she could help herself. The patient was concerned by the directions she got from the nurse practitioner at the hcp office. The patient noted that none of the interstim basic information was explained to her and was never told that it could cause diarrhea. The hcp had not instructed the patient to keep a voiding diary either. The patient was helped on the call to do a check using her programmer and saw stimulation on, on program 2 at 2.3v. The patient reported that since implant her bladder and bowel, urgency, and leakage symptoms were worse. Her urine was a little better but the stool was not. The patient stated that she could not tell if her symptoms improved because, she was going to the bathroom often without a break in between. She could not eat, had to run, her urgency was worse and kept having to urinate. The patient also reported that they saw the hcp last week for her follow- up, the nurse changed/increased stimulation but when she got home, it was painful and causing 8-9 bowel movements per day, so she turned it down. The nurse asked the patient to change programs and she did. The patient also reported that she took imodium because she had to go out and was going more naturally today; she went 2 times.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that she felt a shocking sensation, painful stimulation, and stimulation in the wrong location that was related to positional movements. The patient was implanted the day prior to report and everything was fine until the patient crawled into bed that night. The patient suddenly got a pain through the rectum and vaginal area. On the day of this report that patient felt some shooting pain when standing but no longer felt stimulation in the vaginal area. There were no falls or trauma related to this event. The patient decreased stimulation from 1.9 to 1.5 and this helped her feel a little better. It was also noted that the patient's urinary/ bowel symptoms had returned and the patient had some leakage since implant. The patient followed up with their doctor who instructed her to turn the device down even more, which she did. She started to notice a return of symptom so she increased the settings on (B)(6) 2015 and could not increase them anymore. The patient saw the poor communication screen. Stimulation was confirmed to be off. The patient was not aware that she had turned the stimulation off. The patient was able to successfully turn stimulation back on. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.